Event description:
It was reported the pt experienced ineffective stimulation. The pt stated stimulation only covers his right side, down to his right ankle. However, the pt desires coverage to be in his right foot. As a result, he discontinued the use of his system. Reprogramming did not resolve this issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.